Manufacturer narrative:
One medfusion 3500 pump was returned for analysis and the top case was chipped on front left corner. Multiple occlusion alarms were found in the history log. The technician performed multiple flow and occlusion tests and checked and tested the force sensor. The issue was unable to duplicated. The force sensor values were in spec; 0= 0.12, 5= 5.08, 15= 14.91. There was no fault found with the pump.

Event description:
Information was received indicating that the smiths medfusion 3500 syringe pump is occluding and alarming. There were no adverse events reported.